Event description:
It was reported that the pt lost stimulation in (B)(6) 2010. His physician ordered x-rays and planned to revise the lead. The pt did not have the revision and had been in prison for some time since the incident. The pt is now requesting his scs system be removed. He is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.